Event description:
New information notes that another instance of back up operation was noted on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.

Manufacturer narrative:
Correction: to b5 for back up operation not noise oversensing. New information to another occurrence of back up operation.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.

Manufacturer narrative:
Correction: to b5 and h6 should have had extra cardiac stimulation and discomfort code.

Event description:
New information notes that another instance of back up operation, extra cardiac stimulation causing discomfort was noted on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.

Manufacturer narrative:
Correction: for missing hospital information. It was reported that the device entered back up operation on multiple occasions following communication using the smartphone. Analysis of the session records by abbott engineering determined that the bluetooth communication inhibited the device entering back up operation due to a hardware failure of a device component.